Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck is 33-32mm in diameter and 27mm in length. The current maximum aneurysm diameter is 42mm. Thrombus and calcium are present in the seal zone. It was reported that, on a follow up CT scan, a migration with a proximal type I endoleak was observed. An intervention was performed. The physician implanted two endoanchors into the main body of the stent graft in addition to the implant of an endurant ii cuff and two bare metal stents. Per the site, the placement of the endurant cuff was planned since due to aorta dilation over time the vessel exceed the nominal diameter of the main body of the original graft. The event was successfully resolved at the end of the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.